Event description:
It was reported that t:slim x2 pump battery would not charge, leading to a shutdown. There was no reported impact on the customer¿s blood glucose level. There were no further actions required as the pump was successfully shut down, and the power source alert was documented by technical support.